Event description:
A hospital reported an incident involving the rt329 infant continuous flow breathing circuit, whereby, the heater wire in the inspiratory tube retracted causing excessive heat buildup to the corrugated tube. The respiratory humidifier connected to the breathing circuit was on invasive mode and alarmed. No pt consequence was reported.

Manufacturer narrative:
This device was returned in respect of a previous complaint for which an initial vigilance report had been filed. It was subsequently clarified on 09/12/2008 to be the subject of a separate complaint. The inspiratory tube of the rt329 was visually examined for a retracted heater wire. In addition, a random sampling of product was obtained from the production line for further observation and testing. Results: the heater wire anchored inside the corrugated tube by a retention clip, had become dislodged causing a small retraction of the heater wire with the inspiratory tube. There are no signs of damage to the tube. Our random sampling test indicates that the retention clip of a proportion of breathing circuits exhibit a noticeable tilt that current specifications allow. Stretching of those tubes with a tilted retention clip by the operator whilst the breathing circuit is in use, can cause the clip to dislodge and allow the heater wire a small amount of retraction. We could not perform a lot check as no lot number has been provided. Conclusion: breathing circuits with tilted retention clips are currently being examined further to determine the exact cause of the retraction. In addition, our user instructions contain a warning to the user not to "stretch" or "milk" the tube as this has been indicated to be a possible cause of heater wire retraction. Our monitoring and trending of events involving heater wire retraction in infant breathing circuits has a rate of occurrence in the last year.